Event description:
It was reported that the patient's ipg had reached end of service on (B)(6) 2023. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.